Manufacturer narrative:
This is a supplemental report to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Besides, omsc confirmed the following additional information. Manufacturing date:2014/10/2. The g1 board was out of order from the evaluation information. Omsc has confirmed that 6 years and 2 months have passed since manufacturing. The exact cause of the reported event could not be conclusively determined. However, based on the investigation results by the repair center, omsc surmised that the cause of the reported event as follows. The indication phenomenon occurred because the g1 board failed. The cause of the failure of the g1 board could not be identified because there was no shipment of the actual product. This is a guess, but since 6 years and 2 months have passed since manufacturing, it is considered to be a failure due to aging. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during preparation for use, the subject device automatically shut down after turning on a while. There was no report of patient injury associated with this event.